Event description:
Falsely elevated prothrombin time inr (pt-inr) results were obtained on patient samples run on the ptx (extended mode settings). The patient results were reported to the physicians. There is no report of results having been questioned by physicians. An error in the settings for the isi and nmpt factors was noted for samples run in the ptx extended mode after investigation by the laboratory. Calculations show that lower results would be reported with the correct isi and nmpt factor settings for the ptx extended mode. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated ptx-inr results. There is no report of adverse outcome to patients as a result of the falsely elevated ptx-inr results.

Manufacturer narrative:
The cause of the discrepant falsely elevated ptx inr results is user error. For the current innovin lot in use and for and unknown period of time with priot lot changes, the account did not properly save inputs of the correct lot specific isi and nmpt values for the pt extended (ptx) mode although they did properly input the values for the standard pt test settings. The ptx assay is an alternative protocol with an extended maximum time that is used to confirm or determine elevated pt/inr values obtained with the standard pt assay configuration. This user error had been in place for an unspecified number of years. The customer acknowledges it is likely erroneous inr values were reported on patients. However, the ptx assay is typically used to confirm elevated values that have inr's exceeding 4.5. Customer states no reported values have been questioned by physicians. The customer has corrected the ptx settings to align with the correct pt settings for the lot of reagent in use. The instrument is performing within specifications. No further evaluation of the device is required.